Event description:
The user facility reported experiencing blood leakage from the distal end of the sheath during a procedure. Further communication with the user facility provided the following information: (1) following insertion of the sheath into the patients vein, blood leakage was noted at the distal end of the device; (2) the initial procedure was completed successfully with another of the same device; and (3) there was no impact to the patient as a result of the event.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. (B)(4). Although there was reportedly no impact to the patient, the event description indicates that some minor blood loss did occur. Results - is based on evaluation of user facility information & the returned sample; evaluation of undamaged sections of the returned sample conclusion - is based upon returned sample evaluation; evaluation of undamaged sections of the returned sample. Examination of the return sample confirmed: (1) a small cut in the device was noted 6mm from the distal end; (2) microscopic examination revealed that the cut cross-section surface was smooth in appearance implying that a sharp tool had come into contact with the actual sample; and (3) examination and testing of undamaged sections of the sheath confirmed there were no indications of malfunction or pre-existing defect. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample is most consistent with the sheath coming into contact with a sharp tool causing a small cut resulting in the reported blood leak from the cut area. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).